Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/15/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure in (B)(6) 2022 and suture was used. During the procedure, it was reported that the sutures are snapping/ detaching at the base of the needle. There have been approximately 20 sutures over a 4 week period that have now been affected dates of events unknown and quantities per event unknown. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Investigation findings: c22 ¿ photo evaluation. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any adverse consequence associated with the patient? No. When were the sutures snapped/detached at the base of the needle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? During removal from package and/or during use on the patient. It was reported there have been approximately 20 sutures over a 4 week period, if available please provide more details: (this amount has now increase to approximately 35 sutures). What is the total number of products involved in each event? Approximately 1 sutures per theatre case. What is the total number of procedures? 35 (approximately 2 cases per day - workload depending). Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. If this event occurred in multiple procedures, please provide the following information for each patient event. What was the name of the procedure? Caesarean section. What was the procedure date? Multiple dates since (B)(6) 2022. Was there any adverse consequence associated with the patient? No. Please provide the lot number: skmmmz & sjmuba. Photo investigation summary: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a foil package product code vcp9997h and an apparently detached needle, the image is not clear to determine the failure mode. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. Possible lot: skmmmz & sjmuba. Events reported: 2210968-2023-00599.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/21/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that it was received a detached needle with a dispensed suture along with the needle in the same packaging. The packaging (foil and folder) was received empty and pertain to the product code vcp9997h. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under 20x magnification and the remnant suture was noted. The suture end was observed to be severely cut therefore this was resulting in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that it was received one detached needle without the original packaging. The needle pertains to the product code vcp9997h. Upon visual analysis of the returned sample revealed that clip off defect was observed in the needle. The barrel hole was examined under 20x magnification and revealed a remnant suture. No marks in the swage area were found, and the needle was unused. In addition, the suture was not received for evaluation. Based on the information currently available, the clip-off was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual analysis of the returned sample determined that it was received a detached needle with a dispensed suture along with the needle in the same packaging. The packaging (folder) was received empty and pertain to the product code vcp9997h. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, the short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-00599 and 2210968-2023-00598.